Event description:
The customer reported the touch screen failed at out of box due to the touch screen did not fit into the old bezel and was cracked. The customer reported there was no patient involvement.